Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the unit had no audio. The unit was triaged and the reported condition was confirmed. The unit was disassembled and visual inspection found corrosion on multiple points of the main pcba including the audio circuit. A formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the pump did not alarm when it was powered on.